Manufacturer narrative:
(B)(4).diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.h6 codes: health effect - clinical code - e2301 alteration in body temperature.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The parent's reported that the pediatric patient experienced inaccurate cgm values which occurred 8 days after the sensor had been inserted in the abdomen. On 2/14/2024 the parent stated that the day of the event, around 7am, after given the patient a correction dose for breakfast with the omnipod pump, he went to her room to wake her up. The patient was not responding, cold and clammy and the parent realized they had lost consciousness. A fingerstick was taken and the cgm was reading higher than 200 mg/dl and the blood glucose reading was around 30 or 40 mg/dl. The parent was able to get around 15gr of juice into the patient and the blood glucose rose to mid-50 mg/dl, and the patient started to regain consciousness. The parent called the hospital and by this time the blood glucose reading was 80 mg/dl. As the patient was still lethargic the parent was recommended to come to the hospital, and the parent brought the patient themselves. 50gr of carbs were given upon arrival to the emergency room, around 8am, and the blood glucose reading was around 120 mg/dl. Recurrent lows occurred in the emergency room and an additional 52gr of carbs were given before the patient was discharged. No cgm reading was reported from the time at the emergency room, but according to the parent the cgm reading read around 100 to 160 mg/dl higher than the blood glucose reading. The patient was discharged around 1:30pm. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.